Event description:
It was reported that the restraint straps are worn with broken buckles. This would not allow for proper securing of the patient during transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.